Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an attempted implant, the lead could not get a proper threshold. It was noted that there was an issue positioning the lead and after the second unsuccessful attempt, the lead was removed.